Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. These devices are used for treatment. Primary operative notes indicate that the patient had no evidence of instability throughout range of motion. Patient visit notes from (B)(6) 2014 indicate that the patient was experiencing pain and difficulty kneeling. Full range of motion without pain and normal stability and alignment were noted. An x-ray report from the same visit indicated no evidence of loosening or osteomyelitis. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing post-operative pain, and inability to kneel.

Manufacturer narrative:
Patient visit notes dated (B)(6) 2015 indicate that the patient was experiencing ongoing pain. The notes indicate that x-rays showed a minor varus deformity of the tibial plateau and no signs of loosening. An x-ray report from (B)(6) 2015 indicates no evidence of hardware complication. A product history search identified no other complaints for the part and lot combination of the related components. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.